Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
Related manufacturer report number 1627487-2021-19001. It was reported that patient experienced ineffective stimulation. Both leads were explanted, and new leads were implanted. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.